Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin. The customer's blood glucose was 178 mg/dl at the time of incident and current blood glucose reading was 112 mg/dl. Troubleshoot was performed. The customer changed the infusion set on (B)(6) 2017. The insulin pump passed the displacement test. The pump will not be returned for analysis.